Manufacturer narrative:
(B)(4). A visual evaluation of the returned device found that the side car-rx has residues and presented pushback out of specification. Moreover, side car-rx was torn at the distal and proximal end. The evaluation concluded that during procedure manipulation of the device, and the interaction with the scope or the interacting with other devices most likely contributed to the side car-rx pushback and tear. Due to anatomical /procedural factors encountered during the procedure performance was limited. Therefore, the most probable root cause is "operational context".

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, after several attempts to crush and remove the crushed stone, the complainant experienced difficulty inserting the basket. The basket was removed from the patient and found the side car-rx (guidewire port) was torn. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; side car-rx pushback